Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one of the suture post was broken off. No fragments fell into the patient. The device did not have force put on it. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned with the olive cam broken and it had a suture tie post broken off. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One possible cause for the damage found may be excessive external force applied after device is sutured down. The batch record was reviewed and no anomalies were noted during the manufacturing process.